Manufacturer narrative:
The affected device was analyzed by a dräger technician on-site. The reported problem could not be duplicated and no error codes could be found. As no error codes were logged a temporary deviation is the likely cause. The power supply of the device was replaced as a precaution. The device passed the test according to manufacturer specification and has been back in use since without a report of further issues. As a safety feature the ventilator software analyzes and verifies proper function of the device. It is likely that the ventilator software detected an internal failure. In an attempt to solve the issue the device initiated a restart. A single successful restart lasts approximately 8 seconds. The user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the ventilator stopped ventilating the patient, the ventilator started to alarm and the flat panel display turned red. The patient was removed from the ventilator and was placed was on another ventilator. There was no reported patient injury.